Manufacturer narrative:
Field investigation determined that the patient had returned to full duty at work within 24 hours of having the nalu system implanted. Best practices would have allowed for additional time for healing before returning to full work duty and it is thought that this activity likely caused the newly implanted components to not have sufficient time to stabilize. Migration of components is a known inherent risk of implantable neuromodulation systems, however this case is likely caused by patient behavior.

Event description:
Patient was implanted with a nalu peripheral nerve stimulator system on (B)(6) 2024. When the system was activated, there was inconsistent communication noted between the implantable pulse generator (ipg) and the external therapy discs. Fluoroscopic imaging confirmed the ipg had migrated within the pocket to no longer be parallel to the skin surface. A surgical revision was performed on (B)(6) 2024 to remove the migrated ipg and place a new one in a slightly different location. At the procedure it was also noted that the incision site for one of the implanted leads was showing some skin erosion, thus the lead was also removed and replaced in a slightly different location, still targeting the same nerve.